Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's current blood glucose value was 235 mg/dl. Customer treated for high blood glucose using insulin pump. Customer reported blood glucose won't go down to 480 mg/dl and it went up yesterday and now 435 mg/dl and up all day. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer didn¿t alleged pump was under delivering. The drive support cap appeared normal. Customer reported insulin exited at the quick release. Customer reported blood on the site. Customer¿s blood glucose was 525 mg/dl and declined to check bolus wizard settings for accuracy. Blood glucose while on the call was 485 mg/dl, 495 mg/dl, 465 mg/dl, 194 mg/dl, 525 mg/dl. Customer stated was not feeling okay. The devices will not be returned for analysis.